Manufacturer narrative:
This report is associated with (B)(4), polident denture adhesive cream. Polident is marketed as poligrip in the us.

Event description:
Accidental swallow [accidental device ingestion]. Felt bitter [pain]. Stuck in throat [foreign body in pharynx]. Gum developed vesicular [gum swelling]. Overly adhesive [device adhesion issue]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number (B)(4), expiry date april 2016) for denture wearer. On an unknown date, the patient started polident denture adhesive cream 70 g. On (B)(6) 2016, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), pain, foreign body in pharynx, gum swelling and device adhesion issue. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the accidental device ingestion, pain, foreign body in pharynx, gum swelling and device adhesion issue were unknown and the outcome of the product complaint was unknown. It was unknown if the reporter considered the accidental device ingestion, pain, foreign body in pharynx, gum swelling and device adhesion issue to be related to polident denture adhesive cream.

Manufacturer narrative:
3003721894-2016-00018 is associated with argus case (B)(4), polident denture adhesive cream. Polident is marketed as poligrip in the us.

Event description:
Accidental swallow [accidental device ingestion]. Felt bitter [pain]. Stuck in throat [foreign body]. Gum developed vesicular [gum swelling]. Overly adhesive [device adhesion issue]. Inflammation of the oral mucosa [mucositis oral]. Oral ulcer [mouth ulcer]. Gum inflammation [gingival inflammation]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number x13184a, expiry date april 2016) for denture wearer. On an unknown date, the patient started polident denture adhesive cream 70 g. On (B)(6) 2016, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), pain, foreign body in pharynx, gum swelling and device adhesion issue. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the accidental device ingestion, pain, foreign body in pharynx, gum swelling and device adhesion issue were unknown and the outcome of the product complaint was unknown. It was unknown if the reporter considered the accidental device ingestion, pain, foreign body in pharynx, gum swelling and device adhesion issue to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: on the night of (B)(6) 2016, consumer used polident once following product instruction. Consumer felt the polident have a lack of effect (denture adhesive was not so good). Consumer also stated that polident mixed with saliva and the polident adhered on the upper gum and couldn't be brushed away. Then the consumer used a fingernail to scrape the polident slightly and remove the polident. This led to pain and gum swelling, caused by the fingernail scraping. Also the mixed polident and saliva stuck in the throat. Then the consumer ate something so that the mixture could be swallowed. The consumer suspected a quality problem with the product (pqc). Follow up information was received on 15th april 2016 combined with report received on 18th april 2016. This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number x13184a, expiry date april 2016) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive cream. On (B)(6) 2016, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), pain, foreign body in pharynx, gum swelling and device adhesion issue. On an unknown date, the patient experienced product complaint, lack of drug effect, mucositis oral, mouth ulcer and counterfeit drug administered. The patient used polident denture adhesive cream immediately after receiving it, the denture could not glue together with gum after using it for half an hour (lack of effect). The adhesive cream on denture also could not be cleaned totally, and the consumer experienced inflammation of the oral mucosa after using polident denture adhesive cream. The consumer stopped the polident denture adhesive cream after experiencing inflammation of the oral mucosa. The patient went to see the doctor on the next day, and the doctor told him that he had symptom of ulcer, he used unspecified lotion and spray medication powder. 2 to 3 days later, he was recovered. The consumer suspected the product was counterfeit. The patient was treated with traditional chinese medicine nos ((B)(6))(traditional chinese medicine)) and trace-mins mineral element oral liquid. On an unknown date, the outcome of the accidental device ingestion, pain, foreign body in pharynx, gum swelling, device adhesion issue, product complaint, lack of drug effect and counterfeit drug administered were unknown and the outcome of the mucositis oral was recovered/resolved and the outcome of the mouth ulcer was recovering/resolving. It was unknown if the reporter considered the accidental device ingestion, pain, foreign body in pharynx, gum swelling, device adhesion issue, mucositis oral and mouth ulcer to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Follow-up information received on 19 april 2016: the consumer stated that he had gum inflammation and the symptom was still existent. Follow up received 28 june 2016: this case is a duplicate of (B)(4). The consumer suspected that the counterfeit product was the one (polident denture adhesive cream70g, batch: x13184a, exp: apr, 2016) bought online ((B)(6)) and the one bought at hospital (polident denture adhesive cream 40g, the batch and the exp was unknown).

Manufacturer narrative:
3003721894-2016-00018 is associated with argus case (B)(4), polident denture adhesive cream. Polident is marketed as poligrip in the us. The report was not associated with product quality complaint, therefore event of product quality complaint was deleted form this case.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number x13184a, expiry date april 2016) for denture wearer. On an unknown date, the patient started polident denture adhesive cream 70 g. On (B)(6) 2016, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), pain, foreign body in pharynx, gum swelling and device adhesion issue. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the accidental device ingestion, pain, foreign body in pharynx, gum swelling and device adhesion issue were unknown and the outcome of the product complaint was unknown. It was unknown if the reporter considered the accidental device ingestion, pain, foreign body in pharynx, gum swelling and device adhesion issue to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: on the night of (B)(6) 2016, consumer used polident once following product instruction. Consumer felt the polident have a lack of effect (denture adhesive was not so good). Consumer also stated that polident mixed with saliva and the polident adhered on the upper gum and couldn't be brushed away. Then the consumer used a fingernail to scrape the polident slightly and remove the polident. This led to pain and gum swelling, caused by the fingernail scraping. Also the mixed polident and saliva stuck in the throat. Then the consumer ate something so that the mixture could be swallowed. The consumer suspected a quality problem with the product (pqc). Follow up information was received on 15th april 2016 combined with report received on 18th april 2016. This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number x13184a, expiry date april 2016) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive cream. On (B)(6) 2016, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), pain, foreign body in pharynx, gum swelling and device adhesion issue. On an unknown date, the patient experienced product complaint, lack of drug effect, mucositis oral, mouth ulcer and counterfeit drug administered. The patient used polident denture adhesive cream immediately after receiving it, the denture could not glue together with gum after using it for half an hour (lack of effect). The adhesive cream on denture also could not be cleaned totally, and the consumer experienced inflammation of the oral mucosa after using polident denture adhesive cream. The consumer stopped the polident denture adhesive cream after experiencing inflammation of the oral mucosa. The patient went to see the doctor on the next day, and the doctor told him that he had symptom of ulcer, he used unspecified lotion and spray medication powder. 2 to 3 days later, he was recovered. The consumer suspected the product was counterfeit. The patient was treated with traditional chinese medicine nos ((B)(6)) (traditional chinese medicine)) and trace-mins mineral element oral liquid. On an unknown date, the outcome of the accidental device ingestion, pain, foreign body in pharynx, gum swelling, device adhesion issue, product complaint, lack of drug effect and counterfeit drug administered were unknown and the outcome of the mucositis oral was recovered/resolved and the outcome of the mouth ulcer was recovering/resolving. It was unknown if the reporter considered the accidental device ingestion, pain, foreign body in pharynx, gum swelling, device adhesion issue, mucositis oral and mouth ulcer to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Follow-up information received on 19 april 2016: the consumer stated that he had gum inflammation and the symptom was still existent. Follow up received 28 june 2016: this case is a duplicate of (B)(4). The consumer suspected that the counterfeit product was the one (polident denture adhesive cream70g, batch: x13184a, exp: apr, 2016) bought online ((B)(6)) and the one bought at hospital (polident denture adhesive cream 40g, the batch and the exp was unknown). Follow up information received 14 november 2016 from qa department. Qa colleague stated that this case was not associated with product quality complaint. So the event term of product quality complaint was deleted. Additional fu information treatment medication included trace-mins (mineral element oral liquid) for anti-inflammation.

Manufacturer narrative:
Follow-up 2 report was erroneously filed to the incorrect MFR report # 3003721-2016-00018, the correct MFR report # is 3003721894-2016-00018. 3003721894-2016-00018 is associated with argus case cn2016gsk024970, polident denture adhesive cream. Polident is marketed as poligrip in the us. The report was not associated with product quality complaint, therefore event of product quality complaint was deleted form this case.

Event description:
Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number x13184a, expiry date april 2016) for denture wearer. On an unknown date, the patient started polident denture adhesive cream 70 g. On(B)(6) 2016, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), pain, foreign body in pharynx, gum swelling and device adhesion issue. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the accidental device ingestion, pain, foreign body in pharynx, gum swelling and device adhesion issue were unknown and the outcome of the product complaint was unknown. It was unknown if the reporter considered the accidental device ingestion, pain, foreign body in pharynx, gum swelling and device adhesion issue to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: on the night of 20-feb-2016, consumer used polident once following product instruction. Consumer felt the polident have a lack of effect (denture adhesive was not so good). Consumer also stated that polident mixed with saliva and the polident adhered on the upper gum and couldn't be brushed away. Then the consumer used a fingernail to scrape the polident slightly and remove the polident. This led to pain and gum swelling, caused by the fingernail scraping. Also the mixed polident and saliva stuck in the throat. Then the consumer ate something so that the mixture could be swallowed. The consumer suspected a quality problem with the product (pqc). Follow up information was received on 15th april 2016 combined with report received on 18th april 2016. This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number x13184a, expiry date april 2016) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive cream. On 20th february 2016, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), pain, foreign body in pharynx, gum swelling and device adhesion issue. On an unknown date, the patient experienced product complaint, lack of drug effect, mucositis oral, mouth ulcer and counterfeit drug administered. The patient used polident denture adhesive cream immediately after receiving it, the denture could not glue together with gum after using it for half an hour (lack of effect). The adhesive cream on denture also could not be cleaned totally, and the consumer experienced inflammation of the oral mucosa after using polident denture adhesive cream. The consumer stopped the polident denture adhesive cream after experiencing inflammation of the oral mucosa. The patient went to see the doctor on the next day, and the doctor told him that he had symptom of ulcer, he used unspecified lotion and spray medication powder. 2 to 3 days later, he was recovered. The consumer suspected the product was counterfeit. The patient was treated with traditional chinese medicine nos (guilin xigua shuang (traditional chinese medicine)) and trace-mins mineral element oral liquid. On an unknown date, the outcome of the accidental device ingestion, pain, foreign body in pharynx, gum swelling, device adhesion issue, product complaint, lack of drug effect and counterfeit drug administered were unknown and the outcome of the mucositis oral was recovered/resolved and the outcome of the mouth ulcer was recovering/resolving. It was unknown if the reporter considered the accidental device ingestion, pain, foreign body in pharynx, gum swelling, device adhesion issue, mucositis oral and mouth ulcer to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Follow-up information received on 19 april 2016: the consumer stated that he had gum inflammation and the symptom was still existent. Follow up received 28 june 2016: this case is a duplicate of cn2016gsk088282. The consumer suspected that the counterfeit product was the one (polident denture adhesive cream70g, batch: x13184a, exp: apr, 2016) bought online (yaboshi website) and the one bought at hospital (polident denture adhesive cream 40g, the batch and the exp was unknown). Follow up information received 14 november 2016 from qa department. Qa colleague stated that this case was not associated with product quality complaint. So the event term of product quality complaint was deleted. Additional fu information treatment medication included trace-mins (mineral element oral liquid) for anti-inflammation.

Manufacturer narrative:
MFR report 3003721894-2016-00018 is associated with argus case (B)(4), polident denture adhesive cream. Polident is marketed as poligrip in the us.

Event description:
Accidental swallow [accidental device ingestion], felt bitter [pain], stuck in throat [foreign body in pharynx], gum developed vesicular [gum swelling], overly adhesive [device adhesion issue], inflammation of the oral mucosa [mucositis oral], oral ulcer [mouth ulcer]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number x13184a, expiry date april 2016) for denture wearer. On an unknown date, the patient started polident denture adhesive cream 70 g. On (B)(6) 2016, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant), pain, foreign body in pharynx, gum swelling and device adhesion issue. On an unknown date, the patient experienced product complaint. On an unknown date, the outcome of the accidental device ingestion, pain, foreign body in pharynx, gum swelling and device adhesion issue were unknown and the outcome of the product complaint was unknown. It was unknown if the reporter considered the accidental device ingestion, pain, foreign body in pharynx, gum swelling and device adhesion issue to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: on the night of (B)(6) 2016, consumer used polident once following product instruction. Consumer felt the polident have a lack of effect (denture adhesive was not so good). Consumer also stated that polident mixed with saliva and the polident adhered on the upper gum and couldn't be brushed away. Then the consumer used a fingernail to scrape the polident slightly and remove the polident. This led to pain and gum swelling, caused by the fingernail scraping. Also the mixed polident and saliva stuck in the throat. Then the consumer ate something so that the mixture could be swallowed. The consumer suspected a quality problem with the product (pqc). Follow up information was received on 15th april 2016 combined with report received on 18th april 2016. This case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number x13184a, expiry date april 2016) for denture wearer. This case was associated with a product complaint. On an unknown date, the patient started polident denture adhesive cream. On (B)(6) 2016, an unknown time after starting polident denture adhesive cream, the patient experienced accidental device ingestion (serious criteria gsk medically significant and other: gsk medically significant), pain, foreign body in pharynx, gum swelling and device adhesion issue. On an unknown date, the patient experienced product complaint, lack of drug effect, mucositis oral, mouth ulcer and counterfeit drug administered. The patient used polident denture adhesive cream immediately after receiving it, the denture could not glue together with gum after using it for half an hour (lack of effect). The adhesive cream on denture also could not be cleaned totally, and the consumer experienced inflammation of the oral mucosa after using polident denture adhesive cream. The consumer stopped the polident denture adhesive cream after experiencing inflammation of the oral mucosa. The patient went to see the doctor on the next day, and the doctor told him that he had symptom of ulcer, he used unspecified lotion and spray medication powder. Two to 3 days later, he was recovered. The consumer suspected the product was counterfeit. The patient was treated with traditional chinese medicine nos (guilin xigua shuang (traditional chinese medicine)) and trace-mins mineral element oral liquid. On an unknown date, the outcome of the accidental device ingestion, pain, foreign body in pharynx, gum swelling, device adhesion issue, product complaint, lack of drug effect and counterfeit drug administered were unknown and the outcome of the mucositis oral was recovered/resolved and the outcome of the mouth ulcer was recovering/resolving. It was unknown if the reporter considered the accidental device ingestion, pain, foreign body in pharynx, gum swelling, device adhesion issue, mucositis oral and mouth ulcer to be related to polident denture adhesive cream. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences.